Event description:
The pt had amyloidoma on c2 odontoid and c0 and c3-c5 (pedicle screws) was fixed. In 2006 he had additonal surgery for amyloidoma for ther tissues beside spine around c2. The pt complained of discomfort on his cervical spine and underwent x-ray, and it was found that screws had broken. The pt was revised.